Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for 7 colony forming units (cfus) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 7 colony forming units (cfus) of escherichia coli. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to b5 of the initial report, please see b5 for further information. Correction to h10 of the initial report, the legal manufacture (lm) reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where information to judge deviation from the instructions for use (IFU) was not identified. Also, the reported event was not confirmed as the scope was not microbiologically tested by olympus. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the lms final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report, the user provided third-party culture results were as follows: sampling date: feb 13, 2024 sampling from: all channels cfu: 7cfu bacterial identification: escherichia coli sampling date: feb 15, 2024 sampling from: unknown cfu: approximately 20cfu bacterial identification: pseudomonas aeruginosa sampling from: unknown cfu: approximately 40cfu bacterial identification: escherichia coli sampling from: unknown cfu: approximately 20cfu bacterial identification: klebsiella oxytoca sampling date: feb 20, 2024 sampling from: unknown cfu: >100cfu bacterial identification: pseudomonas aeruginosa sampling from: unknown cfu: approx 100cfu bacterial identification: klebsiella oxytoca.